Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the uterus was so anteverted that the doctor had to remove the speculum in order to place the sheath. When the sheath was inserted, it was pointing up toward the ceiling and resting against the buttocks and perineum. They had a good seal. Six or seven minutes into the ablation, the doctor shifted the sheath slightly and saw that the skin on the perineum and buttocks was blanched, so he stopped the procedure. They did a cool flush and took out the sheath. The physician checked the cavity and saw that it was pink. He reinserted the sheath and was finally able to get the speculum in place as well. He ablated for almost 2 minutes and then noticed the sheath was hot, so he aborted the procedure. The patient suffered a burn that was about 4-5cm in length and about 1-2cm in width, at a 45 degree angle from the right buttock to the perineum. It was 1st or 2nd degree. There was no vaginal or cervical burn. He applied metrogel, silvadene cream and gave pain medication. After the procedure, the doctor squeezed the sheath and fluid came out of the side through a hole or crack at the distal end. The air barrier had been broken which is why the sheath got hot. At the two day follow-up, the patient had some discomfort. At the one week follow-up, the patient was healing, but needed to be out of work for a couple of weeks due to discomfort when sitting from the burn. Continued treatment with lidocaine jelly, silvadene cream and preventative oral antibiotics, with no indication of infection.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn regarding root cause for this complaint.